Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6, d6b, h6.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported "a right side rupture" confirmed via mammogram. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: rupture: no observed openings on the device. Additional observations: observed creases on the device. Observed wear abrasion on the device. White particles observed in the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported "a right side rupture" confirmed via mammogram. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.